Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The display central processing unit was replaced. No report of patient involvement.

Event description:
The hospital reported the unit was experiencing a system reset. There was no report of patient involvement.